Event description:
A malfunction was reported on the pump, coded as malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump but the malfunction recurred, leading to a decision to replace the pump. The customer was informed that a replacement pump with updated software would be sent and training would be accessible in their tandem source account. They were advised to switch to mdi as backup therapy to ensure uninterrupted insulin delivery and instructed on how to prepare the pump for return. The replacement process was acknowledged and understood by the customer.